Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 sample was hemolyzed. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. (B)(6), prefecture. Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for hemolysis was unable to be confirmed based on the photos provided. Additionally, 100 retention samples were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of september 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.